Event description:
It was reported that during a colectomy procedure, the stapler did not fire correctly and stayed locked on the tissue. Reverse button was apparently used and stapler was removed from the patient. A new stapler had to be opened to redo the staple line on the bowel and an additional 2cm of bowel had to be resected as a result. A white load was used. Upon review of the staple load by surgery coordinator, it was noticed that the metal frame on the load was loose. The load was not saved.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was meant by ¿did not fire correctly¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was there any patient consequence or change in the post-operative care of the patient as a result of the additional bowel that was resected? F/u response: after further questioning the device stapled fine and cut but did not release from the patient. Apparently they used manual override to retract the blade and the device came off. Someone tried to test the gun by putting a new load in (the one that is in it when you get it). The metal around that load came off. No patient issues. Grabbed new gun and finished.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual inspection. Event could not be confirmed as the device closed and opened without any difficulties noted.